Event description:
It was reported that an analysis on the recorded episodes of this cardiac resynchronization therapy defibrillator (crt-d) was requested due to suspected inappropriate shocks delivered. Boston scientific technical services (ts) performed an analysis in which it was determined that there may be inappropriate therapy for an atrial driven rhythm. Ts recommended programming enhancements and a diagnose from the physician. The device remains in service. No additional adverse patient effects were reported.